Event description:
On (B)(6) 2012, a health professional (clinical specialist CT) at a user facility provided info to a sales rep of a bracco distributor and the sales rep forwarded the info to (B)(4) (operating on behalf of bracco) on the same day with local reference number of (B)(4). On (B)(6) 2012, f/u info was obtained from the reporter and included in the initial report. On (B)(6) 2012, (B)(6) male pt with medical history of right hemicolectomy in 2011, and current constipation and weight loss underwent a CT colon examination with protocol co2 insufflator (system model: ezem) and subsequent CT scan for suspected mass in colon. The pt was already being hospitalized as in-patient in rehabilitation and remained there post examination. Pre-existing gastrointestinal problems were not known, because the reporter had no access to the pt's records. Only co2 was insufflated during the procedure, the total amount of gas used, the duration of the procedure and the maximum pressure were not recorded, but were described as not being extraordinary. No blood pressure to the colon insufflation with co2 no other procedure or endoscopy except the CT scan was performed. The CT san showed free air which led to the diagnosis of bowel perforation. The size and the location of the perforation were unk. The pt reported no associated symptoms. He was monitored, but treatment was not required. The event resolved on an unspecified date. The device was not in use anymore. No internal investigation will be performed at the centre. The reporter considered the cause of the event to be pt-related. On (B)(6) 2012, f/u was received from the pt's physician directly at (B)(4) (operating on behalf of bracco). In (B)(6)2011, the pt underwent right hemicolectomy due to tubulovillous adenoma with low grade dysplasia. Further history included anaemia and cerebrovascular disease. On (B)(6) 2012, a supine unenhanced decubitus examination were possible due to poor pt mobility and assessment of the large bowel was difficult due to lack of intra abdominal fat. There was poor distension of much of the large bowel. Air appeared to be outside the large bowel within the right side of the abdomen which was highly suspicious of bowel perforation. There was no obvious evidence of a colonic mass. There was severe bi-basal pulmonary fibrosis which was previously been reported on CT. Liver, spleen, kidneys, pancreas and adrenal glands were normal on unenhanced examination. A small hiatus hernia and an old compression fracture of the vertebral body of l12 were detected, but no lymphadenopathy. Following the CT investigation with co2 insufflation to the colon no clinical symptoms of bowel perforation were found. No treatment was required. The pt was discharged home on (B)(6) 2012, outcome: resolved. This case is medical closed. On (B)(4) 2013, after internal assessment of the report, the company decided to submit it to regulatory bodies to maintain a conservative approach. Worldwide case ID: (B)(4).

Manufacturer narrative:
For the time being, there is not enough info available to conclude that bowel perforation had occurred due to the co2 insufflation with the ezem protocol co2 insufflator. The only sign was air seen in the CT scan, but the pt all the time was free of symptoms, even after the period of monitoring over night, and no treatment was required. Therefore, with the info on hand the event is considered not reportable.